Event description:
At the conclusion of an epidural block, dr. Attempted to withdraw the catheter. The distal tip caught and severed, leaving approximately .050 inches of the distal end in the patient. Catheter piece left in the body constructed of 100% 304v surgical grade stainless steel.